Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the thigh. The animas vibe user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen). It was reported that patient used the device while pregnant. The animas vibe user's guide states: do not use the dexcom g4 platinum sensor and transmitter if you are under the age of 18, are pregnant (or planning to get pregnant) or on dialysis. At the time of contact, no injury or medical intervention was reported.